Event description:
It was reported that a patient underwent a primary breast augmentation surgery with implantation of a 600cc mentor memorygel breast implant prosthesis. Post-operatively, the patient underwent bilateral removal and replacement with 325cc (left-sided) and 500cc (right-sided) mentor memorygel breast implants on (B)(6) 2024, for an undisclosed reason. However, during the surgery a ruptured left breast implant was discovered. There were no reported procedural delays or patient consequences due to the discovery.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  Reason for device explant and/or reoperation: breast augmentation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 20, 2024, the mentor failure analysis lab received two devices, lots 7604049 and 7385388. However, it was visually noted that the reported concomitant device, lot 7385388, was ruptured while the reported impacted product, lot 7604049, was intact. Follow-ups were conducted. (B)(6) 2024, the healthcare professional reported that the affected side was the right implant and the serial number for that device was (B)(6). As such, the product identity was updated as the following: size: 700cc. Catalog: 3507004bc. Lot: 7385388. Serial: (B)(6). A manufacturing record evaluation (mre) was performed for lot 7385388, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 06, 2024, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection and microscopic examination of the device. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured. In addition, an area of shell abrasion was observed on the edges of the tear. A microscopic examination was performed and instrument damage was not found on the area of the tear. The evaluation determined that the possible cause of the rupture was consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time.  Manufacturer¿s reference number: (B)(4).